Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer t-shot and inspection did not identify any issues, and the issue could not be reproduced. The user verified normal operation by successfully completing inventory counts. The system functioned as intended when the field service engineer investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator, refrigerator was not detected on bus. Customer tried to recover but issue persisted. The customer stated that this malfunction occurred while dispensing medication to patients and caused delay in patient care. However, there were no adverse events or injuries reported based on this event.